Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) stated that the drawer was removed and all cabling was checked, which revealed that the flat flex cable connected to the pyxis bus controller was slightly pulled out. The fse stated that the connection was reseated and the station was powered back on, after which testing in the hardware test application confirmed proper functionality. The fse stated that the customer verified proper operation by unloading all pockets, including duplicate pockets, and then reinstalling the cubies with the correct medications. The fse stated that multiple inventory tests were performed, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 failed to open and unable to recover.the customer attempted to reboot the station, but the issue persisted.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.